Event description:
The patient received her scs system on (B)(6) 2006. It was reported that the patient experienced a burning sensation at the ipg implant site. Impedance testing showed that all impedances were within normal limits and the patient continued to get good stimulation coverage. The leads and ipg were evaluated intraoperatively and it was found that the leads were functioning properly but there was a small nick in the cover of the ipg. The ipg was replaced and the leads remained implanted. The explanted ipg was returned to ans for analysis. No further information is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. The ipg antenna is damaged. The ipg passes the auto test and the saline test. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.